Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Patient scheduled as exploratory lap. What is the tech¿s experience with firing the device? Surgical tech trained by physician, attended training with the rep and has several years of experience in the or. When was the safety disengaged? Safety was disengaged while in use. Did the healthcare professional receive audible & tactile feedback when firing the device? Heard the device fire and felt blade engage but was hung up. Where in the green gap setting scale was the indicator located prior to firing? Almost at the last setting between 2-3. Were the donuts inspected? If so, please describe. No because device failed. Was the washer inspected? If so, please describe. Inspected washer but no issues seen. Were there any staples seen in the surgical field? If so, could you please describe their shape? No staples in the surgical field. Is the colostomy temporary or permanent? Ileostomy is temporary. What is the current patient status? Patient is discharged and home but will need surgery for reversal of ileostomy.

Manufacturer narrative:
(B)(4). Batch # p5630r. The following information was requested, but unavailable: what were the indications for surgery? What is the tech¿s experience with firing the device? When was the safety disengaged? Did the healthcare professional receive audible & tactile feedback when firing the device? Where in the green gap setting scale was the indicator located prior to firing? Were the donuts inspected? If so, please describe. Was the washer inspected? If so, please describe. Were there any staples seen in the surgical field? If so, could you please describe their shape? Is the colostomy temporary or permanent? What is the current patient status? The analysis results found that the ecs29a device arrived with no apparent damage void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoid procedure the tech attempted to fire the device. The device cut but no staples were deployed. Another device was used to complete the procedure. The issue with the device resulted in the surgeon having to perform an ileostomy and that the procedure time was extended by 2 hours. The patient is still in hospital and will have to stay longer than planned.